Event description:
Was reported that "hardware no image. When plugging the blade into the monitor, the battery indicator shows 0% even though the battery is fully charged.". No patient involvement reported. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed, and further defects (no image, blade, housing worn, circuit board defective, led flashes and glow dimly, leak, weld seam broken) were detected. Based on the defects identified during the technical inspection, it is assumed that the most likely cause of the described fault was mechanical damage during use or overhaul. The broken weld seam allowed moisture to penetrate the interior of the housing where the electronics are located, damaging them and causing the image failure. The event is filed under internal karl storz complaint ID: (B)(4).